Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It is unknown which test strip lot number was used for which system and results or if the same test strip lot number was used for both systems and results. Test strip lot number (498755) and an unknown lot were logged on the case.

Event description:
It was reported the patient received the following results within 15 minutes: 550 mg/dl (system 1) and 250 mg/dl (system 2). It is unknown which test strip lot number was used for which system and results.